Event description:
The gastrointestinal videoscope was returned to the service center for a separate issue. However, MDR reportable failure was found during testing at the service center. During the inspection of the device, foreign objects on air/water nozzle was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified for the presence of this material. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.